Event description:
Conical element came off as the surgeon inserted the screw on l3. The surgeon equipped the driver on retaining sleeve and then inserted the screw. After insertion he realized the tension of the sleeve, and lifted it up, and took the driver out, conical element was off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained device shows that an overloading situation during the procedure may have caused the separation of the conical element. It is assumed that too much mechanical force has been applied during the remobilization and may have caused the separation of the components. Another possible reason for such as occurrence could be that after insertion with the retaining sleeve the alignment tool was not used to remobilize the screw head. This would avoid the loosening of the screw head. Manufacturing and material documents were reviewed and it shows no deviation to the specification. No product fault could be detected.